Event description:
Information received by medtronic stated that the insulin pump had crack on the reservoir compartment. No harm was required during medical intervention . The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On august 10, 2021 customer called in: patient said there is a crack on the reservoir compartment. P-cap locked in place properly during testing. Insulin pump passed displacement test. Insulin pump received with partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip were noted.